Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device exhibited vibration with no screen activity on wake or lock and showed a solid charging indicator, leading to determination that a replacement was needed and that the device¿s water resistance would no longer be assured after service. Symptoms included no alerts or alarms observed by the user. Outcomes included replacement of the device and instructions to back up therapy data, sync to the mobile app, and return the original device using the provided shipping label. Investigation included troubleshooting with the user and review of the device¿s operational behavior. Investigation revealed a suspected device malfunction related to screen visibility or display function, with the affected component likely within the device¿s user interface or display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.